Manufacturer narrative:
Per the philips remote service engineer(rse) the customer is taking responsibility for servicing the device. The customer has been notified to contact philips for any follow up at which point a new service order will be created, if applicable. No further information will be obtained as this concluded philips remote support to the customer for this event.

Event description:
Philips received a complaint on the patient information center ix indicating the patient information is not transmitting date. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.